Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary diagnosis procedure. The procedure got aborted and it was completed by using another system. The remote service engineer (rse) analyzed the system remotely and identified that the live image display was unavailable. A review of the system logfiles found video error. Upon troubleshooting actions, fse inspected system onsite and reinstalled x-ray pc software, installed backup and verified epx batch. After reinstalling the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The component code was corrected.

Event description:
It was reported to philips that the live image display was unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.